Manufacturer narrative:
H3: analysis was performed for product: 9733752, lot number: 603001185. It was reported that the cable jacket was cut, exposing shield wire. The lemo was out of round. Overall it was in poor cosmetic condition. Already reported codes b01 and d02, as well as newly coded c02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752, serial/lot #: -, ubd: unknown, UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the flat emitter was replaced due to exposed wires. Codes b01, c07 and d02 are applicable to this evaluation. Multiple annex a codes were reported. A07 is applicable to the exposed wires. A040507 is applicable to normal wear and tear, and the bent cord of the flat emitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cord of the flat emitter was bent, with exposed wires. It was noted that this was normal wear and tear, as the system has had this emitter for almost 6 years. There was no patient involved.